Event description:
Rptr was diagnosed with a severe latex allergy in 1998. Rptr has been an ER pt twice in one week because of the exposures. Rptr has researched and found that the computers, mouse pads, erasers, rubber bands and the copier/printer all contain latex particles and are becoming airborne in the office; rptr sits in a cubicle with at least 6 other people using all the above mentioned articles. Rptr has been advised by physician to avoid all latex products because of extreme sensitivity.